Event description:
It was reported that the patient experienced a right arm pain. The patient was admitted to the emergency department and the trial lead was pulled out. No further information has been obtained despite good faith efforts.